Event description:
It was reported that the device was replaced due to high impedance. The device was subsequently returned with a report that the doctor believes there is a header issue, due to numberous intervals of 120-130ms and no lead malfunction found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No user-facility information was received with the initial reported event; therefore, follow-up was not initiated. Evaluation summary: no anomalies found. It was reported that the device was replaced due to high impedance. The device was subsequently returned with a report that the doctor believes there is a header issue, due to numberous intervals of 120-130ms and no lead malfunction found. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high sensitivity.

Event description:
It was reported that the device was replaced due to high impedance. No patient complications have been reported as a result of this event.